Event description:
It was reported to medtronic neurosurgery that a patient stated in her facebook post that she had a medtronic product and had horrible abdominal pain.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of manufacturing records was not possible as no lot number was provided.